Manufacturer narrative:
The device was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella cp via right percutaneous femoral artery for mechanical circulatory support. The customer attempted to prime the pump and the purge spike would not pull the fluid from the fluid bag. Upon switching to a new cassette, the prime worked fine. An alarm produced a read of ¿purge fluid not detected¿. This cleared when a new purge system was connected. No patient harm was noted and the patient survived. The procedure was successful with the other device.

Manufacturer narrative:
The cause of the priming problem was not determined due to no product returned, insufficient data logs recovered, and insufficient clinical details.